Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the second deployed clip ((B)(4)) detached from one leaflet and remained attached to the other leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat mitral regurgitation (mr) with a grade of 4. The transseptal puncture was low. The imaging during the procedure was difficult due to poor echographic quality. One mitraclip was implanted. A second clip delivery system ((B)(4)) was advanced and leaflet grasping was performed. The mr appeared to improve. After the clip was released, however, the mr returned to 4. A third cds was advanced. Leaflet grasping was difficult due to the poor imaging. The mr did not improve or would worsen with each grasping attempt; therefore, the third clip was not implanted. The cds was removed and the case was discontinued. The patient's condition did not improve. On (B)(6) 2016, echocardiogram revealed that the second implanted clip ((B)(4)) had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2016, an additional mitraclip procedure was performed for treatment. One clip was implanted; the slda clip was stabilized and the mr was reduced from 4 to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, worsening mitral regurgitation, edema and renal failure, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and single leaflet device attachment appear to be a result of the challenging cardiac anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: the initial procedure was performed on (B)(6) 2016 to treat mixed mitral regurgitation (mr) with a grade of 4. There was a thin posterior leaflet and previous ascending aorta replacement surgery which had caused rotation of the heart and displacement of the esophagus. The physician attributed the single leaflet device attachment (slda) to the poor image quality and cardiac anatomy. Leaflet grasping was difficult due to the poor image quality. The patient remained hospitalized with dyspnea, renal failure and fluid retention. Two clips were implanted, and the mr remained at 4. No additional information was provided.